Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with the insulin pump's settings and mentioned that they experienced a high blood glucose level of 475mg/dl. The customer was advised to follow up with healthcare professional if current settings needed to be changed, but the customer was assisted with programming basal rates and bolus wizard. The customer stated that their blood glucose level was high due to not being on the insulin pump. The insulin pump will not be returned for analysis.